Event description:
Medtronic received a report that the echelon catheter was found to be leaking during flushing and ruptured in the distal section. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was moderate. It was reported that when the microcatheter was opened for flushing, it was found to be leaking. A guidewire was used in vitro to find the location of the leak and it was found to be at the tip of the microcatheter. It was reported catheter rupture occurred. The ruptured location was in the distal section of the catheter. There was no friction or difficulty during delivery. Aside from the rupture there was no other damage to the catheter. The injection rate was a 20 ml syringe hydration injection. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a domestic micro-guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the rupture was not determined.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. The guidewire used during the event was not returned. Visual inspection/damage location details: the echelon-10 total length was measured to be ~156.0cm. The echelon-10 useable length was measured to be ~148.3cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal marker band was found to be damaged (flattened). Upon further inspection there appeared to be a puncture at proximal end of distal marker band. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from puncture and distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, exited puncture at distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The cause of the leak was found to be the puncture at proximal end of distal marker band. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.